Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Device location is unknown at this time. Device location is unknown at this time.

Event description:
It was reported that the abutment screw fractured on tooth #19. The customer stated they are unsure how to get the screw information.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.